Manufacturer narrative:
The mammomark biopsy site identifier is intended for use after an open surgical or percutaneous breast biopsy procedure to the biopsy site. The device is not available for analysis, which precludes a full investigation and analysis of the root cause. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Activating the cutter once the spring is exposed creates the possibility of it catching on one of these edges. As a mitigation step to address this risk, we provide instructions within the instructions for use: caution: do not activate the probe cutter or other clinical functions while a marker is inserted in the probe. Follow up with the customer revealed that the patient will be scheduled for a double mastectomy. Based on the patient consequence of unintended piece of the device in the biopsy site, and the likely additional surgical procedure to remove, and pursuant to 21 cfr 803, we are submitting this medwatch report.

Event description:
Marker would not deploy after very difficult lesion biopsies. Marker seemed jammed at end of probe even after rotating aperture. Staff then closed aperture in an attempt to remove a closed lumen from incision. When closing aperture, tip was sheared off of mmk0801. Visible under x-ray proximal to medial marker (correctly placed marker).